Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). Problem code 2610 for the reportable issue of bands failed to deploy. Investigation results: received one speedband superview super 7 with the ligator head for analysis. A visual examination of the ligator head found all bands were deployed. It was noticed that the ligator head teeth were undamaged and the suture was intact. The tripwire was completely rolled in the handle assembly and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.